Event description:
It was originally reported that the device was not working. Upon sample receipt and preliminary evaluation on 04/12/07, the device was found to have wire in tip causing straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.